Event description:
A technician reported that multiple surgeons over the past couple of years have had intraocular lenses (iols) rotate. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 10/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).